Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 126 mg/dl. The customer was advised to clean battery cap with a dry cotton swab. The customer was instructed to wait 5 seconds before inserting a new (B)(6) aaa alkaline battery. The customer was advised that we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 126 mg/dl. The customer reported the drive support cap is flush. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.